Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure the resolution clip failed to deploy inside the patient. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination was performed on the returned device. Upon investigation, it was noticed that the clip assembly was fully deployed and not returned. The control wire was separated per design. The over sheath assembly was not returned. Problem as reported could not be confirmed. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure the resolution clip failed to deploy inside the patient. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.